Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the drill bits were broken. There wasn¿t any impact on the procedure, the operation was finished successfully. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The lot number reported was incorrectly reported as 3224130. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device by the complaint handling unit revealed the instruments are broken and the remaining returned shafts with partial edges are bent. Each of the two drill bits were returned incomplete. The second part from both with edges and distal tips are missing and therefore could not be examined. Investigation of documentation for manufacturing and material shows that the instruments produced in 2012 print specification. No failure in material or manufacturing could be detected the complaint condition is likely the result that the instruments got stuck either in the bone or in the drill sleeve and as the user turned with high force, the instruments got damaged. We recommend not turning the drill bits during insertion into the drill sleeve in order to prevent jamming in it. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.